Manufacturer narrative:
It was reported after replacing the ui pcba, the device would not power on with the battery, and the charging fan turns off and on. The customer reported that after replacing the battery, pm board, and front bezel, the issue continued; after replacing the user interface pcba, the issue was resolved. However, it was then reported that the unit would not power up on battery, and the charging fan turns off and on. The customer reported that the installed battery was evaluated, and the battery (manufacture date: may 2020) had 94%, and the voltage was below 11. The customer reported that the battery, pm board, and the front bezel were replaced, and the issue continued. The customer swapped out the user interface pcba, and the issue went away. In addition, it was reported that the battery was replaced with a known good battery (manufacture date: august 2020) and had 100%, with a 16.5 voltage. It was then reported that the fan was not running, and the charging indicator was lit solid. The customer was advised to operate the unit on battery power until the battery was depleted and required a recharge. The customer reported that once the battery was depleted below 90%, the unit appeared to charge correctly, and the circulation fan was working as intended. The issue was resolved.

Manufacturer narrative:
G4:27apr2021. B4:27apr2021. The customer evaluated the unit and was able to confirm the issue. The customer reported that the battery, pm board, and the front bezel were replaced and the issue continued. Customer swapped out the ui pcba and the issue went away. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The customer reported the unit powers on automatically when (alternating current) ac is connected. There was no patient involvement.